Event description:
It was reported the lv (left ventricular) lead was replaced due to no capture. Additional information was later received reporting that three months prior to lead replacement, the patient had diaphragmatic stimulation when laying down, which had been resolved by reprogramming. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.